Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected device test failed alarm noted during testing. Pump error 63 alarm confirmed in the insulin pump history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received hardware low level failures alarm. Customer's blood glucose value was 7.3 mmol/l. Customer was able to successfully clear the alarm. Customer was able to rewind the insulin pump. The customer stated that the insulin pump did not pass self-test. The customer reported that fill cannula was recorded in daily history. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.